Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of pain and nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: warnings ¿ patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. Adverse events per table 1: injection site responses by severity after initial treatment occurring in > 5% of treated subjects, possible injection site responses after injection with juvéderm volbella® xc include: swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching, and dryness. Treatment-related aes after initial treatment (or touch-up treatment) occurring in = 5% of subjects included chapped lips, dizziness, dry lips, general physical condition abnormal, headache, lip disorder (lumps), lip injury, oral herpes, presyncope, wound, and injection site discoloration, discomfort, edema, erythema, exfoliation, hyperaesthesia, hypoaesthesia, laceration, nodule, papule, paraesthesia, pruritus, and reaction.

Event description:
Healthcare professional reported eleven days after injection in the perioral and smile lines with juvéderm volbella® xc patient developed ¿pain and nodules¿ in the left buccal cheek. The patient was treated with hylenex. Symptoms are ongoing. Patient was taking synthroid and metoprolol at the time of injection.